Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2014. A report stated that the lead had an insulation break and was therefore removed. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).